Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation on (B)(6) 2021 with catalog number mcghan-390. Analysis of the returned device identified: delamination of valve. Leak test and microscopic analysis were performed which identified: crack opening on valve, delamination (>75% total separation), wear abrasion and white particles inner the shell. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A total delamination of the valve (adhesive failure).

Event description:
Device has been explanted.